Event description:
The lay user/patient contacted lifescan in 2007, and alleged that his one touch ultra2 meter was not powering on. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that alleged issue first occurred on five days earlier (time not provide). The patient continued to take his usual dose of diabetes medication (metformin 1 pill 3 times/day). He also mentioned that he felt lightheaded and numbness on one day prior to original date. At 11:00 am on that same day, since the meter did not work, the patient went to the ER and was tested there with a result of "500 something". He was placed on an IV and given insulin treatment. At the time of troubleshooting, it was verified that this was not a new product, and that there was no meter trauma. The patient was using the correct test strips, and he had replaced the battery per the owner's manual. The battery was checked, and it was correctly installed. The condition of the battery contacts was good. However, the meter did not turn on when the power button was pressed or when the test strip was inserted all the way into the test strip port. This complaint is being reported, because the patient alleged he experienced symptoms after the reported issue began, and he was treated for hyperglycemia at the emergency room. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.